Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reported the items have broken tips. Add'l info rec'd from dentist, who stated the 2 devices were used during dental extractions and the tips broke. He reported he was able to retrieve the tips of the devices and there was no harm to the pt, however, he felt there was the potential for harm.